Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Patient reported date of birth (B)(6). The exact date was not provided.

Event description:
It was reported that during patient use the oral/nasal, soft seal® cuff tracheal tube kinked. The tracheal tube kink was possibly a result of the patient chewing on the tracheal tube and the tracheal tube retained the kinked form. Due to the reported incident, the patient had an increase of sedation and then received general anesthesia by "curare" administration and another intubation tube was placed. The patient was mechanical ventilation dependent when the reported event occurred. According to the report the patient was tracheostomized and the patient received general anesthesia for tracheotomization. The event was reported as resolved.